Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 255 mg/dl at the time of incident and the current blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as nauseous, tingling on fingertips and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin exited at the quick release. The device will not be returned for analysis.